Event description:
It was reported that information was received from a patient (pt) regarding their external devices. The caller commented that their intellis belt has torn again despite recently receiving the replacement. Caller stated they're not fat, and they take good care of it but charge every day. An email was sent to repair to replace the belt. Caller stated that they are having issues again and are very frustrated. Caller stated that they were sent a new controller and a new recharger which was working for a couple weeks, but now they can't charge their implant today. Caller stated the controller comes on when they plug into the ac power supply, but is blank and unresponsive when they go to charge their implant. Caller noted that when they turned the controller on this morning it said data had been lost and now the date and time is incorrect. Caller stated they want the charger replaced today and an extra one to have as back up. Caller stated they were very frustrated and concerned about this. Caller noted they charge every morning and the implant is usually at 60-70%, and they like to be at 100% when the day starts in case something like this happens. Caller noted it's been weird for a while and they should have called sooner. Caller stated that some days it will say it's recharging excellent but after 45 minutes it won't have charged at all. Agent had caller reset the controller battery. Caller confirmed no visible damage to the battery or controller compartment. Caller tried turning the controller on, but it would not power on. Caller connected the ac power supply and confirmed the controller powered on. Caller stated the controller showed "finished" at 100% and the implant was 50%. Caller disconnected the ac power supply, and the controller immediately shut off and would not come back on. Agent had caller insert aa batteries into the controller; confirmed the controller powered on. Caller attempted to reinsert the battery pack and ensure the battery was seated fully in the compartment, but the controller would still not power on. Agent reviewed with caller that the controller and ac power supply appear to be working, but the battery pack seems to need replacement. Caller became upset when agent explained same day delivery was not available. Caller stated they need to speak to someone because they need this equipment today. Caller stated if the battery pack replacement doesn't resolve the issue then they're stuck all weekend without it working. Caller stated their pain will come back. Agent reviewed with caller that the order would be sent with saturday delivery which is the best that can be done, and caller was escalated saying they would be calling their rep. Agent attempted to reassure caller that based on troubleshooting the controller does work as intended, but caller said that happened last time too and it wasn't the case. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the m995402a001 battery pack (serial number (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.